Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device is showing multiple technical errors. And has a error on start up to the ventilation mode. Error reads '' error read hardware component eeprom'' no patient involvement.